Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump and dexcom sensor, stated the pump was not working, and declined a confirmatory fingerstick; the user had eaten bread and cheese about 90 minutes prior, the agent observed drops from the tubing, advised supply replacement due to low insulin, and during the change the user spilled insulin and ended the call, later indicating intent to use backup therapy and return the pump, and subsequently reported glucose values within target on backup therapy. Symptoms included hyperglycemia. Outcomes included use of backup therapy without hospitalization. Investigation included product troubleshooting over the phone and user education regarding supply replacement and reconnection plans. Investigation of this case revealed no device malfunction observed during the call, with potential contributing factors including low insulin volume and interrupted infusion due to a spilled cartridge, while the precise cause of the reported hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.